Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with normal operating current. No unexpected battery out limit noted. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the escape and act button was not functional to clear an alarm. The customer also reported a button error alarm occurred after the battery was replaced. Customer's blood glucose was unknown at the time of incident. It was also found a battery out limit alarm occurred on the insulin pump. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.